Event description:
It was reported that a pump does not recognize an upstream occlusion. The customer stated that the pump underwent functioning testing and the pump was found to be operating correctly. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The complaint device was not returned to baxter for assessment and no serial number for the pump was provided. If the pump is returned in the future, an evaluation will be completed and a supplemental report will be submitted.